Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, the fse did replace the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Additionally, a review of the internal error log showed the presence of c-00. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer encountered c-26 errors on the erbe generator. The issue was reported to technical support after completing the procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs to investigate further, but the errors were not present. The procedure was completed with no report of patient injury.